Event description:
Thoracentesis catheter inserted and needle withdrawn. The catheter broke and disintegrated into a powdery substance leaving part of the catheter inside of the pt which had to be surgically removed.